Event description:
Device was being used on patient during surgical procedure and the tips of the device were not meeting up, along with improper cutting. No harm to the patient the device was taken off the field a new device opened surgical procedure completed without difficulty - procedure right laparoscopic radical nephrectomy